Manufacturer narrative:
Results: investigation summary: no customer samples were received for evaluation. Twenty retention samples from the incident lot were draw tested and centrifuged, and no stopper pop off was observed. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements. Investigation conclusion: based on the investigation, a root cause could not be determined within the scope of this evaluation which would indicate a manufacturing issue. Transferring a sample collected using syringe and needle to a tube is not recommended. Root cause description: based on the investigation, a root cause could not be determined within the scope of this evaluation. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that the tube cap of a bd vacutainer® brand sst ii advance tubes containing silica and gel, 5 ml 13 x 100 mm came off causing spillage during transportation to the testing facility. There was no report of injury or medical intervention.